Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the first lithotripsy was successful. However, while attempting to insert the device, a second time for the second stone, the outer sheath moved revealing about 1 cm of the inner sheath. There was no other damage to the sheath or side car reported. The procedure was completed with a different type device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). (Side car push back). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).